Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water could not be drained during cuff testing of foley catheter in the operating room.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with inflated balloon. Third photo sample shows inflation valve cap. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and due to some resistance, the solution built up in inflation valve leading to leakage. With the return syringe attach the catheter balloon deflated passively with no issues. This investigation is unconfirmed as reported event couldn't be replicated. No root cause could be found because the reported event was unconfirmed. A risk review, a labeling review and a device history review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water could not be drained during cuff testing of foley catheter in the operating room.